Event description:
Following the information provided the customer reported intermittent functioning of one of the control panel buttons on enterprise 9000x right body side rail. Upon evaluation the arjo technician confirmed that the button on the control panel was faulty and when the button was released, the bed continued to move intermittently. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Based on all collected information and results of evaluation performed by arjo technician the most likely root cause of an intermittent unintended movement of the bed was damage of the control panel hi-lo button, originating from the collisions with objects, such as door frames, during maneuvering of the bed. The technician observed blemishes at the control panel button membrane which seems likely to have weakened the button, so that it did not spring back to its neutral position at times. The instructions for use for enterprise 9000x (746-591-en) include the following information related to the investigated scenario: "the controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the split side rails and keep equipment on and around the bed clear of the controls" "check that the patient controls, caregiver controls and attendant control panels operate correctly" - this is a preventive maintenance activity that is to be performed weekly by the caregiver. Arjo device failed to meet its performance specification since the control panel was damaged and caused an intermittent unintended movement. There is no indication of usage of the device for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of an unintended movement of the device.

Event description:
Following the information provided the customer reported intermittent functioning of one of the control panel buttons on enterprise 9000x right body side rail. Upon evaluation the arjo technician confirmed that the hi-lo button on the control panel was faulty. After intentional activating the movement by the operator, when the button was released, the bed did not stop moving but continued to move. The issue was not consistent, but it was witnessed. No patient was involved when the failure occurred. No injury was sustained.